Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was displaying an unknown error message during testing. The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at 8 am. The patient manages his diabetes through medication, monitoring his diet and exercise. The patient denied altering his normal diabetes management regimen in response to the alleged meter issue. Approximately 24 hrs after the issue began, the patient claimed developing symptoms of "blurred vision, thirsty, constant urination". On (B)(6) 2016 between 9-10 am the patient alleged that he was treated by a health care professional at an urgent care clinic with "IV" and insulin. Later that day at 12 pm, the patient stated that his blood glucose was measured on a doctors/clinics meter with a reading of 435 mg/dl.during troubleshooting the csr noted that the customer was unable/unwilling to walk through a retest with the meter. The alleged issue remained unresolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by a health care professional after the alleged meter issue began.